Manufacturer narrative:
Investigation ongoing.

Event description:
Mas reported a false positive results with aries sars-cov-2 assay. Sample ran on magpix with nxtag sars-cov-2 extended panel as part of validation - negative. Cepheid- negative. Patient had surgery delayed due to being in quarantine due to positive sars-cov-2 results. The patient was getting an elective cardiac cath procedure and it was canceled due to the positive result from the aries on 9/8/20. He and his wife were tested at an outside lab on 9/11/20 and both were negative. This procedure has been rescheduled for (B)(6) 2020. His repeat covid test performed on the cepheid on (B)(6) 2020 and was negative.